Event description:
The procedure was coil embolization using a galaxy g2 (B)(4). The first coil used galaxy g2 3.5 x 7.5 through a prowler 14 mp45 microcatheter. While loading was not advancing into microcath hub easily, was withdrawn back and attempted again. This time went easily and was advanced all the way out microcath tip into aneurysm, after attempting to place coil, which kept prolapsing out into parent vessel. Physician decided to remove coil and had trouble pulling coil back into microcath. Physician thought coil may have stretched and removed microcath and coil together. Coil which was still inside microcath at this time on back table (out of patient). The physician removed coil out of microcath and appeared to be stretched slightly, but intact. Coil was bagged along with microcath and handed off to me to have checked. Procedure continued and a new microcath prowler 14 mp45 was used, a galaxy g2 3 x 6 coil was loaded and advanced without any problems. Coil again kept prolapsing out aneurysm and physician removed and resheathed successfully. Microcath was removed as well. Physician decided to place a neuroform stent 4 x 20 through a marksman catheter. Stent was deployed across aneurysm neck and marksmen catheter was removed. Prowler 14 microcath was readvanced through stent struts into aneurysm and galaxy 3 x 6 that was resheathed was readvanced and detached, followed by two xtrasoft coils 2.5 x 2.5 and 2 x 2. All detached without any problems. A last galaxy g2 xtrasoft 2 x 1.5 was attempted, but upon advancement, backed microcath out of aneurysm and access was lost. Coil was removed without any problems. Procedure was over microcath and guides were removed as well. Patient fine post-op. Galaxy 3.5 x 7.5 coil will be returned with prowler 14 microcath for analysis.

Manufacturer narrative:
Event description: additional information received indicated that only one galaxy coil malfunctioned. The first coil only 3.5 x 7.5 prolapsed out of aneurysm neck, meaning as the coil was advanced part way it came out of the aneurysm due to wide neck. No patient injury reported and the case was completed with a good result. The coil was successfully and entirely withdrawn, no additional intervention performed. The neuroform stent was not placed. The 2 x 1 coil at end was not enough room in aneurysm, so catheter back out. Procedure was over when this happened, the physician just wanted to try to get coil in. Typically when this happens on the last coil, the procedure is done. The coil comes out of the microcatheter was removed and the procedure was over. There was no unintended detachment that occurred. During a coil embolization procedure of a 4 x 3 paraophthalmic aneurysm, initially there was difficulty loading the first coil used, a galaxy g2 3.5 x 7.5 ((B)(4)), into the prowler 14 mp45 (lot unknown) microcatheter hub. It was easily withdrawn back and with another attempt it was inserted easily and advanced all the way out of the distal tip of the microcatheter into the aneurysm. The coil then kept prolapsing out into the parent vessel. Therefore, the decision was made to remove the coil; however, there was trouble pulling the coil back into the microcatheter. It was thought that the coil may have stretched and the coil and microcatheter was removed together. Once removed from the patient, the coil, which was still in the microcatheter was removed and the coil appeared to be stretched slightly, but was still intact. The procedure was continued with another prowler 14mp45 microcatheter and a galaxy g2 3 x 6 ((B)(4), lot c11291) was loaded and advanced without any problems. This coil kept prolapsing out of the aneurysm and was removed and re-sheathed successfully. The microcatheter was removed as well. A 4 x 20 neuroform stent was then placed through a marksman catheter. After deploying the stent across the neck of the aneurysm the marksman catheter was removed. A prowler 14 microcatheter was re-advanced through the stent struts into the aneurysm and the galaxy 3x6 that had previously been re-sheathed was re-advanced and detached followed by uneventful detachment of two xtrasoft coils (2.5 x 2.5 and 2 x 2). A last galaxy g2 xtrasoft 2.1.5 was attempted to be placed, but upon advancement, the microcatheter backed out of the aneurysm and access was lost. The coil was removed without any problems and the procedure was determined to be completed. Based on the report that the same coil was successfully deployed after placement of a stent across the aneurysm neck, it appears that the aneurysm neck size, possibly greater than the coils secondary looping diameter most likely caused the prolapsing of the coil into the parent vessel. There is no indication of any device manufacturing issues. The event was impacted by the aneurysm characteristics; therefore, no corrective actions will be taken. Note: this is the initial and final report. No other report will be forthcoming.

Manufacturer narrative:
During a coil embolization procedure of a 4x3 paraophthalmic aneurysm initially there was difficulty loading the first coil used, a galaxy g2 3.5x7.5 (641cf3575/c11272), into the prowler 14 mp45 (lot unknown) microcatheter hub. It was easily withdrawn back and with another attempt it was inserted easily and advanced all the way out of the distal tip of the microcatheter into the aneurysm. The coil then kept prolapsing out into the parent vessel. Therefore, the decision was made to remove the coil; however, there was trouble pulling the coil back into the microcatheter. It was thought that the coil may have stretched and the coil and microcatheter was removed together. Once removed from the patient, the coil which was still in the microcatheter was removed and the coil appeared to be stretched slightly but was still intact. The procedure was continued with another prowler 14mp45 microcatheter and a galaxy g2 3x6 (641cf0306 lot c11291) was loaded and advanced without any problems. This coil kept prolapsing out of the aneurysm and was removed and re-sheathed successfully. The microcatheter was removed as well. A 4x20 neuroform stent was then placed through a marksman catheter. After deploying the stent across the neck of the aneurysm the marksman catheter was removed. A prowler 14 microcatheter was re-advanced through the stent struts into the aneurysm and the galaxy 3x6 that had previously been re-sheathed was re-advanced and detached followed by uneventful detachment of two xtrasoft coils (2.5x2.5 and 2x2). A last galaxy g2 xtrasoft 2.1.5 was attempted to be placed, but upon advancement the microcatheter backed out of the aneurysm and access was lost. The coil was removed without any problems and the procedure was determined to be completed. Based on the report that the same coil was successfully deployed after placement of a stent across the aneurysm neck, it appears that the aneurysm neck size, possibly greater than the coils secondary looping diameter most likely caused the prolapsing of the coil into the parent vessel. There is no indication of any device manufacturing issues. The event was impacted by the aneurysm characteristics; therefore, no corrective actions will be taken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.